Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a hemostatic valve separation issue and a foreign material on the usable length of the sheath issue. It was reported that there was resistance when they attempted to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. They stated that they discovered something that looked like a piece of plastic inside the carto vizigo¿ 8.5f bi-directional guiding sheath - medium causing the obstruction. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the procedure was completed without further issues. There was no patient consequence reported. Additional information was received. There was physical damage on the sheath/hemostatic valve. It was noticed before use on the patient. They do not have pictures of the "plastic" that was found. The "plastic" material looked clear in color. The size was small, just large enough to wedge inside and be an obstruction. The sheath was never used on a patient. The obstructed issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The reported piece of plastic inside the sheath was assessed as MDR reportable for foreign material on usable length of the sheath. The physical damage on the hemostatic valve was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a hemostatic valve separation issue and a foreign material on the usable length of the sheath issue. It was reported that there was resistance when they attempted to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. They stated that they discovered something that looked like a piece of plastic inside the carto vizigo¿ 8.5f bi-directional guiding sheath - medium causing the obstruction. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the procedure was completed without further issues. There was no patient consequence reported. Additional information was received. There was physical damage on the sheath/hemostatic valve. It was noticed before use on the patient. The "plastic" material looked clear in color. The size was small, just large enough to wedge inside and be an obstruction. The sheath was never used on a patient. The device evaluation was completed on 22-feb-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed a bent tip. Also, the hemostatic valve was dislodged inside of the sheath. When extracted from the sheath, a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve separation issue reported by the customer was confirmed. The obstructed sheath and foreign material issues could be related to the damaged hemostatic valve inside the sheath. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿obstructed sheath¿, ¿foreign material on usable length of catheter¿ and ¿hemostatic valve separation¿ issues. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿bent tip¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).